Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 14, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 4210, 3259, 4307). The affected sample was inspected upon receipt with no physical anomalies noted such as a break. Plasma leakage was confirmed. It is possible that there are unknown factors that contributed to the plasma leakage. A definitive root cause was unable to be determined. The plasma leakage is believed to be a result of prolonged usage which led to the fiber pore surfaces becoming hydrophilic through absorption of elements circulating in the blood over time. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded .

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, they noticed plasma leak 274 minutes into bypass. *no health consequences or impact. *product was not changed out. *procedure completed successfully.